Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, there was an error and loss of data. No additional event or patient information is available. The device was not returned. The data was provided. The reported event of an error and gaps in reading was confirmed. A root cause for the reported event cannot be determined.